Manufacturer narrative:
Down arrow button did not respond due to flattened button dome switch. No unlock on component/lcd keypad connector noted. Unable to verify no delivery alarm and perform displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to button keypad anomaly. Pump had severely scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the keypad was unresponsive intermittently. Customer's blood glucose level was 481 mg/dl. Customer treated her high blood glucose level with the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.